Event description:
Additional information received from the manufacturer representative reported that there wasn't an update yet. There wasn't a specific date for the lead replacement, just an indication that it will occur sometime in (B)(6). Information regarding a possible lead break will be available as soon as the lead is taken out of the patient.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) implanted in 2013 with great paresthesia and pain reduction. "Some" weeks prior to the report, the patient had severe problems charging the ins properly. On (B)(6) 2017, troubleshooting was performed with the clinician programmer and it was noticed that the ins was completely depleted (out of charge, 0%) even if the patient charged the ins the day before (less than 10 hours ago) to 100%. A new charging system was lent to the patient and the ins was charged for 30 minutes. Thereafter, they connected with the ins with success. Analysis of the data indicated the electrodes used in programming (#6 and #7) had a short circuit. The electrode impedance at 0.25 volts included the following: 0 <(>&<)> 1 > 4000; 0 <(>&<)> 2 > 4000; 0 <(>&<)> 3 > 4000; 0 <(>&<)> 4 > 4000; 0 <(>&<)> 5 > 4000; 0 <(>&<)> 6 > 4000; 0 <(>&<)> 7 > 4000; 1 <(>&<)> 2 934; 1 <(>&<)> 3 1978; 1 <(>&<)> 4 > 4000; 1 <(>&<)> 5 994; 1 <(>&<)> 6 722; 1 <(>&<)> 7 724; 2 <(>&<)> 3 2075; 2 <(>&<)> 4 > 4000; 2 <(>&<)> 5 1104; 2 <(>&<)> 6 838; 2 <(>&<)> 7 836; 3 <(>&<)> 4 > 4000; 3 <(>&<)> 5 2109; 3 <(>&<)> 6 1823; 3 <(>&<)> 7 1849; 4<(>&<)> 5 > 4000; 4 <(>&<)> 6 > 4000; 4 <(>&<)> 7 > 4000; 5 <(>&<)> 6 767; 5 <(>&<)> 7 767; and 6 <(>&<)> 7 <(><<)> 50. A1 was programmed using 6- and 7+. A2 was programmed using 5+, 7+, and 6-. The data also revealed the recharge coupling was not stable and varied from 4 to 8 blocks. The device had never been in over-discharge. It was recommended to change the programming, avoiding the high and low impedance. The manufacturer representative planned to meet the patient with the programming nurse on 2017-feb-14. No patient symptoms were reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable component is: product ID 977a275, product type lead..

Event description:
Additional information was received from the manufacturer representative. It was reported the patient experienced a bad charging pattern and bad therapy. "Some kind" of troubleshooting was performed with the patient's ins and then the ins was completely depleted, even if the patient charged the ins to 100% just ten hours before. The patient did not experience any recent falls or traumas prior to the recharging issues. The patient thought the ins or lead may have some kind of "current leakage" and the doctor also believed that was the issue. They assumed the leakage started in (B)(6), if there was any leakage at all as reported by the manufacturer representative. Reprogramming around the high and low impedances was attempted in some extent. The issue was not resolved. The cause of the recharging issue was partly solved as the patient was lent a new charging system. The patient was told to turn the ins off and continue to charge weekly until the surgery in (B)(6) 2017 for a lead replacement. The model and lot number of the lead that will be replaced in (B)(6) was unobtainable but most likely the 977a275 lead. No further complications have been reported as a result of the event. The patient's relevant medical history includes failed back surgery syndrome and neuropathic pain. Additional information from the manufacturer representative reported the physician was quite sure that the lead had moved from the epidural space to, in some extent, the ventral space with the result of extreme poor and bad pain relieve. It was noted this may also explain the "weird" impedance measurements.

Manufacturer narrative:
The aware date of the first follow up report is (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that the physician at the hospital had not replaced the ins yet. They will probably not have time before (B)(6) 2017. There was no troubleshooting or lead check possible before replacement.